Manufacturer narrative:
As part of the normal complaint procedure, an evaluation was performed with regard to this event. The explanted components were found by the site makoplasty specialist months after the revision. Visual inspection revealed absence of cement on the femoral and tibial baseplate components, but it is unknown whether the implants were in the same condition as when they were first explanted so a full evaluation could not be performed. The patellofemoral (pf) component had visible cement and bone pieces on all posts, indicating good fixation.

Event description:
The surgeon had performed a right bicompartmental partial knee arthroplasty procedure using mako's robotic arm interactive orthopedic system (rio) in (B)(6) 2011. More than one year after the procedure, the patient underwent a total knee revision.